Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the loosely folded balloon and contrast in the inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The hypotube was separated at the distal end of the nosepiece. The fracture face was oval shaped as if kinked prior to separation. There were multiple bends in the entire length of hypotube distal to the separation. There were two kinks in the distal shaft 4.3 cm and 8.8 cm distal to the guide wire exit notch. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the shaft was inadvertently torqued during the procedure, resulting in the shaft kinking as there was no damage noted to the catheter during preparation prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further manipulation of the shaft would ultimately result in the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported shaft separation appears to be related to the operational context of the procedure.

Event description:
It was reported that the trek rx was successfully inflated (atmospheres not recorded) at the lesion site. After the device was removed, the hub of the device was observed to be cracked (separated). There was no other intervention after the use of the trek rx. There was no patient issue. There was no clinically significant delay in the procedure. No additional information was provided.